Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that 2 months after the implantation dislodgement of the lv and rv leads were reported. The patient was asymptomatic. The patient was hospitalized and all leads were repositioned, including this ra lead. The leads remain actively implanted.